Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of compounded baclofen at 911.0 mcg/day via an implantable pump for intractable spasticity. It was reported in (B)(6) of 2019 the patient had a refill of their pump and a pocket fill occurred. The patient was hospitalized. It was reported the patient had recovered from this event. No symptoms were reported. No further complications were reported or anticipated.